Manufacturer narrative:
"Complaint summary: user reported error while installing carelink uploader. Investigation/testing summary: an attempt to reproduce the issue was not performed as user's security/anti-virus software could not be reproduced. Provided the following troubleshooting/resolution steps to helpline: - from the error codes you reported it seems that mcafee is interfering with carelink uploader. The user will need to disable mcafee when they upload or create exceptions within mcafee. - here are some general mcafee instructions on creating exceptions. Https://www.mcafee.com/support/?articleid=ts102056&page=shell&shell=article-view - could the user have more than one installed or perhaps it was not shut down completely and still attempted to scan uploader? - there are no uploader logs available so I cannot investigate much from our end. - here are some detailed instructions for shutting down mcafee https://allaboutcookies.org/how-to-turn-off-mcafee-antivirus the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_y, version pch00104012. (Most likely) root cause: most likely due to user's security/anti-virus software interfering with carelink uploader. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to install program on computer. No harm requiring medical intervention was reported. Troubleshooting was performed and an error has occurred with the carelink uploader the issue not resolved. The customer will continue using the device and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.